Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis. Concurrent conditions included vaginitis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss"), migraine ("migraine, migraines / headaches"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, alopecia and migraine had resolved and the pelvic pain, vaginal haemorrhage, vaginal discharge, cystitis, urinary tract infection, vaginal infection and fatigue outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Right: 3 coils left: 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test conducted(unspecified)-results:bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: fibroid uterus. Concerning the injuries reported in his case, the following ones were confirmed in the patient's medical records : vaginal discharge, menorrhagia, vaginal infection, vaginal bleeding, metrorrhagia, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : lot number added. Reporter information and date of birth updated. Insertion date updated. Events added- vaginal haemorrhage, vaginal discharge, cystitis, urinary tract infection, vaginal infection, fatigue, pelvic pain. Lab data added. Concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis. Concurrent conditions included vaginitis and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss"), migraine ("migraine, migraines / headaches"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder/ urinary tract/ vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, alopecia and migraine had resolved and the pelvic pain, vaginal haemorrhage, vaginal discharge, cystitis, urinary tract infection, vaginal infection and fatigue outcome was unknown. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Right: 3 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test conducted(unspecified)-results:bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: fibroid uterus. Concerning the injuries reported in his case, the following ones were confirmed in the patient's medical records : vaginal discharge, menorrhagia, vaginal infection, vaginal bleeding, metrorrhagia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (bilateral salpingectomy, full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, alopecia and migraine had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and migraine to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test conducted(unspecified)-results:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was replaced with specified events and case was upgraded to incident. Events added- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), hair loss, migraine. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.